Event description:
Hysteroscopy fluid tubing broke; luer lock connector separated from tube. There is no way to reconnect this without it leaking fluid everywhere, so a new set of tubing had to be opened.